Event description:
It was reported by pt that she underwent total hip arthroplasty in 2007. Post-op, she experienced pain and was revised in 2009 for loosening of the durom acetabular cup.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc., which markets the devices in the u.s.